Manufacturer narrative:
The device has been received and is pending evaluation. The root cause is unable to be determined at this time. A supplemental report will be submitted following the device evaluation.

Event description:
It was reported that the female part of the male/female junction broke on the nail. No patient adverse event was reported. The patient received a new nail with no complications and is continuing his lengthening sessions.

Manufacturer narrative:
Visual inspection of the returned nail revealed the housing tube had cracks at the anti-rotation lug or the crown region. Based on visual inspection, the reported failure was confirmed. In addition, x-ray images of internal components revealed an al-br nut backed out from the distraction rod. The nail was functionally tested and was able to be distracted and retracted with the external remote controller (erc) and high-speed magnet. Distraction force testing was measured at 262.58 lbs, which meets the =180lb specification. The work order was reviewed and confirmed the device passed all inspections per the acceptance tests. The manufacturing x-ray image showed the anti-rotation lug (crown) and the al-br nut were seated properly in the housing body and distraction rod. Specific information was not provided or known event advised that may have occurred which could be linked to the crack on the housing tube. However, based on the type of breakage observed during investigation, it is possible that the nail broke due to stress generated from weight-bearing activities. Per the precice instructions for use: "the precice nail cannot withstand the stresses of full weight bearing. Patients should use external support, and/or restrict activities as directed by the physician until consolidation occurs." Also, the al-br nut bonding failure is a previously known issue which is being investigated. A review of DHR indicates no ncmrs or deviations associated with the work order and that all units met the required quality inspections (x-ray inspection and acceptance test) prior to shipment.

Event description:
No additional information was provided.